Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not snap into the shell. A second liner was used to complete the surgery. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10 the event was confirmed with product received. Upon visual inspection the liner has visible damage to the locking ring with no damage to the od. A review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.